Event description:
During surgery, it was reported a blood leakage event that was observed on the perfusion branch and main body of the graft. Platelet and fibrin glue were administered to stop bleeding. No pt injury was reported. The graft remained implanted in the pt.

Manufacturer narrative:
Note: all info contained in this report was provided by the MFR. A portion of the perfusion branch of the graft was returned to the MFR. The portion was sent to an outside lab for sem and histopathological evaluation. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. The review of the water permeability testing of three products coated on the same day than the complaint device indicated values well within product specifications. One product coated the same period, under the same conditions than the complaint device underwent water permeability testing. Test result indicated value well within product specifications. No conclusion can be drawn until the portion of graft evaluation is completed. A follow-up report will be submitted within 30 days upon receipt of any relevant info.